Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2019 that an issue occurred with x-ray sponge. The customer reported that upon removing the band and completing pre counts prior to the start of surgery, the band was found to only contain nine (9) raytecs rather than ten (10). The product was removed from the field and new product pulled for use with no harm to the patient or procedure.